Event description:
It was reported that during the preparation for an unspecified procedure the bare biliary wallstent had perforated the sheath and could not be deployed. There were no patient complications.